Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient has cancer. There is no allegation the ventilator malfunctioned or failed to deliver therapy as designed. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box b has been updated/corrected in this report.

Event description:
The manufacturer received information alleging a patient has cancer. There is no allegation the ventilator malfunctioned or failed to deliver therapy as designed. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.